Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The concomitant device is unknown at this time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a possible infection at the ipg site. Visual inspection of the site showed the edge of the ipg was eroding through the skin. Cultures confirmed the lack of infection. The patient underwent surgical intervention to explant and replace the entire system. The patient was provided post-operative antibiotics as a precaution.